Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient undergone multiple previous spinal procedures including an l2 to l5 fusion, spinal cord stimulator placement, and a pain pump placement who presented with severe intractable back pain and lower extremity pain. Patient has failed all attempts at treatment of this thus far. The patient presented with the pre op diagnosis of iatrogenic flat back deformity. The patient underwent the following procedures: l2 posterior spinal osteotomy (three column pedicle subtraction osteotomy) to assist in correction of iatrogenic flat back deformity. L3-4 re exploration and redo decompression with completion of laminectomies, bilateral medial facetectomies. New l1-2 decompression via laminectomy, bilateral medial facetectomies, and bilateral foraminotomies to decompressive cauda equina nerve roots. T5-6, t6-7, t7-8, t8-9, t9-10, t10-11, t11-12, t12-l1 posterior spinal osteotomies (two column smith-peterson type) to assist in correction of iatrogenic flat back deformity. T4 to s1 posterior segmental instrumentation. Extensive posterior segmental instrumentation of pelvis via s2 alar-iliac screws. T4 to the iliac posterior and posterolateral arthrodesis using local bone autograft, cancellous allograft and bmp sponge. Computer-assisted stereotactic neuro navigation for planning and placement of spinal instrumentation. Removal of l2 to l5 posterior segmental instrumentation. Per the op notes, "..posterior and posterolateral elements were decorticated and t4 to iliac posterior and posterolateral arthrodesis achieved using local bone autograft cancellous allograft and bmp sponge..." Intraoperative CT scan was obtained to ensure that all pedicle screws were properly placed. No patient complications were noted.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.